Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021. The customer¿s blood glucose level was more than 600 mg/dl but exact value was unknown at time of incident. Another blood glucose levels reported by customer was 300 mg/dl and 112 mg/ml. The customer also went to emergency room. The customer was assisted with troubleshooting. The customer was treated with multiple manual injection. Customer had reoccurring insulin flow block alarms. The customer stated that the symptoms related to high blood glucose such as nausea and sweating. Customer alleged that insulin pump was under delivering. The device will not be returned for analysis.